Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ needle-free valve leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: a leak of the solution through the valve is identified when using the connector. Physical product is delivered.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 09-jun-2023 investigation summary: one mz1000 sample from lot 22095558 was received in opened packaging for investigation; a connecting 5ml precision care syringe was also received to assist the investigation. The feedback provided by the customer suggests leakage was detected from the maxzero during infusion. Analysis of the photograph provided by the customer in addition to a visual inspection of the returned sample did not identify any obvious damage or manufacturing defects which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the maxzero device to the returned syringe, as well as to a 50ml bd plastipak syringe from stock, and flushing with fluid; in each instance no leakage was detected from the maxzero. The sample was then subjected to pressure testing; again no leakage was detected from the maxzero throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22095558 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customers experience.

Event description:
It was reported while using bd maxzero¿ needle-free valve leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: a leak of the solution through the valve is identified when using the connector. Physical product is delivered.

Manufacturer narrative:
H6: investigation summary a mz1000 sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22095558. The feedback provided by the customer suggests leakage was detected from the maxzero device in connection with an unknown infusion set. No further information was available to assist the investigation in this instance. As part of the feedback the customer provided a photograph; analysis of the photograph could not conclusively identify any obvious damage or manufacturing issues which could have caused or contributed to the reported leakage. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22095558 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported while using bd maxzero¿ needle-free valve leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: a leak of the solution through the valve is identified when using the connector. Physical product is delivered.